Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella flows were low. The physician attempted to use a new automated impella controller and purge cassette with no resolution. Reportedly, impella flows were continuing to drop with multiple alarms despite correct placement of the impella. Device was removed and replaced with a new impella pump. No further issues were noted and there was no harm reported to the patient.

Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The product evaluation showed that there was a kink in the cannula as well as a kink in the catheter. The root cause of the low pump flow was patient condition related. This report is being filed as part of a retrospective review of historical records.